Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device is not working and they are planning to have it removed. Patient stated they have not charged it in years because it hasn't ever worked as far as controlling their symptoms. Agent asked if patient has charged the external equipment and patient stated they haven't charged the devices recently. Patient reported they want to have the device removed because it just hurts their butt back there. The patient was redirected to their healthcare provider to further address the issue. Caller stated that they were unsure where the hcp was located and may need a new hcp. Agent sent the caller an email with physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.